Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview 7 xb evh system dissection tip was noted to have a crack along the proximal end to the middle of the tip. The same device was used to complete the procedure, since the dissection was already complete. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was performed for the reported lot and it was found that there were no non-conformities which could have contributed to the reported failure mode. Internal file number - (B)(4).